Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2b6wg product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the device not working was cl arified to mean painful stimulation when device was turned on. The cause was not due to normal battery depletion. The hcp reported the device was working, but turned off on left side. The issue was resolved. The cause of the patient not being able to enter into MRI mode was determined to be due to the device settings in the clinician app were incorrect. The settings have been corrected. The issue was resolved. The statement that the lead was defective was clarified; the lead was not defective. Stimulation level caused discomfort. Therapy has been adjusted appropriately. Device interrogation was performed. All devices are working properly. As of (B)(6) 2024 left device remains off and right device is on. The issue was resolved.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was not working whatsoever and a manufacturer representative (rep) told the patient that one of the leads is defective. Caller stated that they saw a physician today to follow-up, and they stated that the lead is fine, it's just twisted. Caller reported that the device will not work whatsoever, and that the patient can't put it into MRI mode. Patient called back and reported similar events. Patient stated that one physician that they saw told them that their lead was fractured, but another stated that it is fine and it is just twisted. Patient is seeking further clarification on the status of their device and is inquiring about next steps. Patient also stated that their device could not go into MRI mode due to abandoned product, but that a clinician manually updated app. Agent attempted to seek clarification on this but patient did not disclose. Patient also stated that their old doctor placed their device in an old pocket and was suspicious that lead to the lead problems. Patient also inquired on whether or not loops in the lead could cause lead fractures. Agent redirected to healthcare provider (hcp), patient requested physician listings be emailed to them. Patient stated that they cannot put their device any higher than 1.4 without it hurting. Patient also stated that whenever they turn it hurts their leg to do so. Case reopened to email physician listings. Received call from patient representative (please see secure note for caller's name) requesting physician listing. Caller indicated the patient has had many problems with the ins, and confirmed they have been calling to report each time a problem occurs. Caller mentioned the "lead is off," but the "unit wouldn't turn back on." Agent obtained caller's email address and sent list of physicians for ins for bladder.

Manufacturer narrative:
Continuation of d10: product ID 978a128. Information references the main component of the system. Other relevant device(s) are: product ID: 978a128. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# unknown, explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were checking for old lead piece that wasn't there, so the lead was neither twisted not fractured. The cause of the defective lead was unknown. The patient reported there was no defect found - was checking for old lead to ensure could get MRI. Additional information was received from the patient. It was reported that the issue was not resolved, but no further actions will be taken. The issue of the device not working was not caused by normal battery depletion, but it was unknown what the cause was. It was reported that the issue was resolved. The patient had also entered MRI mode with no issues.